Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem, the device powered up with a frozen screen. The root cause was determined to be the corrupted software. The latest software was installed. The dso and uso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was unable to push firmware update for pump connection to the computer. There was no patient involvement. Device evaluation found a lifted downstream occlusion seal.